Event description:
Unstable pacing threshold and fluctuating impedance values. Pt exhibited syncopes/presyncopes. Pt was transferred. The x-ray showed a kink in the lead behind the ring electrode. Revision: during explant, only one stylet was first inserted. According to the physicians, it was easy to open up the distal part of the lead from the ring by just inserting and advancing the stylet.

Event description:
Unstable pacing threshold and fluctuating impedance values. Patient exhibited syncopes/presyncopes. Patient was transferred to the hospital. The x-ray showed a kink in the lead behind the ring electrode. Revision, during explant, only one stylet was first inserted. According to the physicians, it was easy to open up the distal part of the lead from th ering by just inserting and advancing the stylet.